Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the first device fired an incomplete staple line on one side and the surgeon used sutures to resolve the issue. The second device stapled on both sides but did not cut. It was not reported how that issue was resolved. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.